Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) and clip delivery system (cds) were prepped per the instructions for use (IFU). Both devices were inserted; however, after insertion, thrombus was noticed on the pulmonary vein and was attached to the extra stiff guidewire. It was noted that activated clotting time (act) remained above 250 throughout the procedure. In an attempt to melt the thrombus, additional heparin was administered. This did not work; therefore, the physician removed the cds. The sgc was then removed while performing aspiration. The thrombus was able to be trapped in the sgc lumen and removed from the patient. A new sgc was used and two clips were successfully implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported thrombosis could not be determined. The reported patient effects of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.